Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose and insulin pump had motor error. The customer blood glucose level was 27 mmol/l at the time of incident. Customer reported that the drive support cap was normal. Customer was able to successfully clear the alarm. Customer reported that they rewound the insulin pump and then it said motor error. Customer did not report motor position encoder error alarm. Customer treated with manual injection. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.